Event description:
Ous MDR - after an implantation time of approx. 3 months, a battery exhaustion (eos) was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, which was able to confirm the device status eos. The ICD had been implanted over a period of (B)(6), and 3 charge processes had been documented. In a next step, the eos status was returned with a technical programmer, and the device then showed the status bos. The battery voltage of 3.09 v indicates a charged battery. The icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the current uptake proved to be unremarkable. There were no indications of a malfunction of the ICD. The device data were then analyzed. During the analysis of the available iegms, interference signals were seen in the far-field and, partially, in the ventricular channel during the episode 6 on (B)(6) 2017 at 1:28 pm. It was also noted that the battery status eos was also detected at the same day at 1:28 pm during the charge process that started in episode 6. The frequency and morphology of the sensed interference signals, as well as the eos detection during the charge process on (B)(6) 2017, indicate the influence of a strong external magnetic field, such as is used, for instance, during a magnetic resonance tomography.interference signals sensed during a magnetic resonance tomography can lead to tachycardia detection with subsequent charge process. Under the influence of the strong magnetic field and depending on its direction and strength, a saturation of the high-voltage transformer can occur. During a charge process, this leads to a temporary drop of the battery voltage below the eos limit, which then can result in the observed eos status. This is not a malfunction of the ICD. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.

Event description:
After an implant time of approximately 3 months, eos was reported.